Event description:
A us distributor returned monitor sn (B)(4) indicating that it would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, the table board, j502, j501, c632, u614, u106, u103, and u107 were corroded and contaminated. The cause of the test failure is the corroded components. The root cause of the corroded components is likely liquid ingress of an unknown substance. No adverse event resulted from the defective monitor.